Manufacturer narrative:
Additional device product code: ktt. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient underwent implant surgery on (B)(6) 2017. Post-operative, on an unknow date, two cortex screws broke. Reportedly, broken implants were removed on (B)(6) 2017. Patient and surgery outcome were not reported. This report is for one (1) 4.5mm cortex screw 48mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient underwent implant surgery on (B)(6), 2017 to treat pertrochanteric femoral fracture right type ao-a1. Patient was injured on the right hip by a falling garage door. Postoperatively hypertrophic pseudoarthrosis of fracture was also identified. During revision surgery re-osteosynthesis via reamed intramedullary nail (competitor¿s device) osteosynthesis right femur was performed.

Manufacturer narrative:
Device history records review was completed for part# 214.048, lot# 2673989. Manufacturing location: (B)(4), release to warehouse date: nov 29, 2010. Part #: 214.048.999, lot#: 6470280 (non-sterile) - 4.6mm screw blank 48mm 04.5 cortex screw w/3.5 hex. Quantity: (B)(4). Manufacturing location: (B)(4). Manufacturing date: moved to blank storage on 02-sep-2010. Components part 13008 lot 6179611 meet specification. Raw material was provided by carpenter technology corporation (supplier lot: 556477). Certificate of tests provided by carpenter meet specification. Raw material receiving/put away checklist meets specification. No non- conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. One (1) screw has been returned unpacked and outside the original synthes bag. The screw was broken at the shaft thread point and has strong traces of use on its surface and along the threaded part of the shaft. This type of screw is laser-marked during the manufacturing process. The article part and the lot number on the screw match the packaging and the label. All dimensions of the broken screw related to the complaint which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. During the manufacturing process all the relevant features were inspected and documented according to the inspections sheet. Therefore, this screw was manufactured according to its quality standards and a manufacturing issue can be excluded. The material certificate was received and reviewed and it fulfills all the specifications. The exact cause of failure could not be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.